Event description:
It was reported that black lint was found with a monofocal intraocular lens (iol) during insertion in the operative eye of the patient. The sample is not available for return. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5: information unknown/not provided. Section d6a: if implanted; give date: unknown/not provided. The lens remains implanted. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1 : telephone number: (B)(6)./ section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.